Event description:
Revision surgery occurred on (B)(6) 2019, due to dislocation on december 8, approximately 1 month post primary surgery. During revision surgeon explanted 135/145 36/+6 humeral cup and replaced it with a larger 135/145 36/+9 humeral cup.